Event description:
Customer called to report that the unicel dxc 600 synchron system's modular chemistry (mc) was not properly calibrating and that a leak was found in the mc probe tubing. The customer technical specialist (cts) identified the fluid as di h20 (reagent container rinse), and generated a service request. On the same day, the field service engineer (fse) inspected the instrument and replaced the leaking reagent line. The fse also performed calibration and quality control tests, and found no issues. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the instrument leak.

Manufacturer narrative:
(B)(4).